Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr esheath is 5.5mm. In this case, the exact cause of the iliac artery dissection cannot be confirmed. Procedural factors (manipulation of the device, possible preclose proglide failure), in addition to patient factors (mild calcification, moderate access vessel tortuosity, tortuous abdominal aorta) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, no resistance or difficulty was encountered during the insertion of a 14fr esheath. Following the successful deployment of a 26mm sapien 3 valve, as the esheath was being removed, blood was noted to be leaking from the side of the sheath. The device was quickly removed. Following the sheath removal, a tear of more than 10cm was observed in the sheath seam/liner. An attempt was then made to stop the access site bleeding using a perclose proglide device; however, it did not work well and the wound was surgically closed. Angiography then confirmed a dissection with decreased blood flow in the external iliac artery (eia). Surgical repair was performed. No blood transfusion or other intervention were reported. The esheath was discarded post procedure and is not available for evaluation. The access vessel minimum luminal diameter (mld) measured 7.0mm with mild calcification and moderate tortuosity reported. The abdominal aorta was reported to be tortuous. The cause of the dissection could not be confirmed. Per the physician, the dissection may have been caused by the proglide. A substance, with seemed to be part of the proglide, was found in the vessel during the surgical repair of the dissection.

Manufacturer narrative:
The esheath was discarded and not returned to edwards lifesciences for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be completed. A review of the DHR, physician¿s training and IFU manuals was performed. DHR review did not reveal any issues that could have contributed to this complaint. No deficiencies with the IFU or training manual were identified. During the manufacturing process, the esheath undergoes 200% final inspections. Product verification (pv) testing is also performed on samples from each lot. These inspections during the manufacturing process and testing performed during the pv process support that it is unlikely that a manufacturing non-conformance contributed to the reported resistance between devices. In this case, the sheath shaft liner tear could not be confirmed as the device was not returned for evaluation. Without the devices, a manufacturing non-conformance was unable to be determined. A definite root cause for the resistance was unable to be confirmed at this time. Past complaint investigations suggest that patient factors (vessel calcification and tortuosity), in addition to procedural factors (manipulation of the device, possible preclose proglide failure) likely contributed to this event. No labeling or IFU/training inadequacies have been identified and review of complaint history did not reveal that the occurrence rate exceeded the control limits for this trend category for the month of (B)(6) 2016. Therefore, no corrective or preventative action is required.